Event description:
It was reported that upon interrogation, the pulse generator exhibited oversensing. The device was reprogrammed. The patient was in good condition and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.